Event description:
The device was used during an unspecified procedure on the lungs. Reportedly, the bag detached. The surgeon applied another device to complete the procedure. The hospital has reported no pt injury occurred.